Manufacturer narrative:
(B)(4). This patient, per the complaint, received 6 weeks of physical therapy due to lack of extension, difficulty ambulating, and weakness. During a total knee procedure, tissues are traumatically disturbed by the inherent pulling and cutting required. This leads to inflammation related to the natural healing process, tissue fibers can also become fibrotic leading to scar tissue during healing. Symptoms experienced when this occurs typically would include decreased range of motion and limited activities of daily living. This signifies a complication post implantation that is associated with the procedure. A common treatment option for this is conservative physical therapy which would include site specific mobilization and stretching as well as special exercises to release the tightness and strengthen the muscles/tendons of the immediate joint area. This fixed state of the tissue resulting from the procedure can also produce pain at the knee. Pain is a normal anticipated finding during the postoperative recovery period as the wound, muscles and tissue heal and as the new joint implant is being used. Pain should be none to moderate, anything greater than moderate would be considered an abnormal finding and therefore would necessitate further medical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00216, 3007963827-2022-00218, 0002648920-2022-00181.

Event description:
It was reported a patient had a right total knee arthroplasty. Approximately 1 year post op, the patient was prescribed 6 weeks of physical therapy due to lack of extension, difficulty ambulating, ongoing pain, and weakness. The patient completed the study, all implants remain in place, and no further intervention has been reported at this time.